Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus'), perforation ('perforation of the other organs') and fallopian tube perforation ('perforation of the fallopian tubes') in a female patient who had essure (batch no. A06329) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (removal of essure, total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, device dislocation, uterine perforation, perforation, fallopian tube perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. Lot number: a06329 manufacturing date: 2012/05 expiration date: 2015/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), uterine perforation ("perforation of the uterus"), perforation ("perforation of the other organs") and fallopian tube perforation ("perforation of the fallopian tubes") in an adult female patient who had essure inserted (lot no. A06329). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of abnormal uterine bleeding, cholecystectomy, tonsillectomy, smoker (1 pack of cigarettes), morbid obesity, asthma, psychological disorder, memory disturbance, depression, abortion, parity 2, multigravida, d & c, spontaneous abortion, cholelithiasis and cholecystectomy. Previously administered products included: depo provera, zoloft, trazodone and yasmin. The patient had a family history of heart disease, unspecified and diabetes. Concurrent conditions were listed as hives, iron deficiency, abnormal uterine bleeding, vaginal bleeding, dysmenorrhea and abnormal uterine bleeding. Concomitant products included ketorolac for pelvic pain, ferrous sulfate, flagyl [metronidazole benzoate] and ancef [cefradine]. On (B)(6) 2012, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), device dislocation (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), fallopian tube perforation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (removal of essure, total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: normal uterine cavity. Normal cervix. Bilateral tubal ostia visualized. Three coils present on both sides bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram on (B)(6) 2017: reason: history of recurrent right side abdominal pains extending to right flanks. Sharp intermittent pains. Renal calculi findings: nonenlarged anteverted uterus with contraceptive coils seen in the cornua and appear appropriately positioned. The ovaries are normal. No adnexal mass lesions. Adrenal glands are normal. Impression: kidneys are normal with no renal calculi and no hydronephrosis. Female pelvic organs appear normal. No acute intra-abdominal pathology. Pathology test on (B)(6) 2010: specimens: gallbladder diagnoses: gallbladder and contents - cholecystitis and cholelithiasis; on (B)(6) 2020: specimens: uterus with cervix and fallopian tubes history: aub with essure coils. Gross description: the right fallopian tube is detached and measures 4 cm in length. The left fallopian tube measures 7 cm in length. A sterilization coil is in situ. Diagnoses: uterus, cervix and fallopian tubes - cervix - unremarkable ectocervix and endocervix endometrium - inactive endometrium myometrium - unremarkable myometrium fallopian tubes - unremarkable fallopian tubes pregnancy test on (B)(6) 2020: negative ultrasound scan on (B)(6) 2011: reason: bleeding x 5 days report: an irregular gestational sac is visible in a fundal position. A small fetal pole of 5.02 mm, which would correspond to a pregnancy duration of six weeks one day. No fetal heart detected. Cannot see normal yolk sac. Overall impression is of fetal demise. White blood cell count ( 4.8- 10.8 /l) on (B)(6)2020: 15 x 10e9/l x-ray of pelvis and hip on (B)(6) 2012: reason: confirm coil placement report: the essure coils appear is appropriate position bilaterally in the pelvis; on (B)(6) 2013: reason: on (B)(6) post essure hysteroscopic bilateral tubal occlusion impression: the essure coils visible in the pelvis which is a hysteroscopic tubal occlusion procedure. No positional c transitional vertebra at the lumbosacral level with a right pseudo articulation. Osteitis condenses ilii adjacent to the inferior aspects of the si joints which is a mechanical stress phenomenon. Lot number: a06329 manufacturing date: 2012/05 expiration date: 2015/05. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 26-mar-2024: medical record received. Lab data (including surgical pathology report) added. Historical drugs, historical conditions, concomitant conditions & concomitant drugs are added. New reporters are added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus'), perforation ('perforation of the other organs') and fallopian tube perforation ('perforation of the fallopian tubes') in a female patient who had essure (batch no. A06329) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (removal of essure, total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, device dislocation, uterine perforation, perforation, fallopian tube perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.